Manufacturer narrative:
Physio-control further evaluated the device and observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted to 0 during device evaluation at our service depot when the device was left powered on for approx. 4 hours. This caused the internal hlc batteries to deplete. The device was out of warranty. The customer declined repair of their device and requested physio to return the device to them without being repaired.  The cause of the charge-pak and the attention icons being displayed in the device's readiness display was due to the internal hlc batteries being depleted. A cause of the reported early depletion of the device's charge-pak battery charger as reported by the customer could not be determined. Physio-control further evaluated the device and observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted to 0 during device evaluation at our service depot when the device was left powered on for approx. 4 hours. This caused the internal hlc batteries to deplete. The device was out of warranty. The customer declined repair of their device and requested physio to return the device to them without being repaired.  From the downloaded device data it was observed that the device had been used to deliver a defibrillation shock on 03/17/2016. This caused the charge-pak icon to be displayed in the device's readiness display. The cause of the attention icon being displayed in the device's readiness display was due to the internal hlc batteries being depleted. The cause of the reported issue of the charge-pak icon in the readiness display was due to a used charge-pak battery charger that needed replacement after the device was used to deliver a shock on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The device's internal hybrid layer capacitor (hlc) batteries were depleted. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device depleted its batteries prematurely. The customer had installed a new charge-pak battery charger which needed replacement within half a year. Another charge-pak battery charger was installed and lasted only 4 months. During device evaluation, physio-control observed that the device's readiness display showed a charge-pak and an attention icon. The device's internal hybrid layer capacitor (hlc) batteries had depleted. The device might therefore not provide a defibrillation shock if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted to 0 during device evaluation at our service depot when the device was left powered on for approx. 4 hours. This caused the internal hlc batteries to deplete. The device was out of warranty. The customer declined repair of their device and requested physio to return the device to them without being repaired.  The cause of the charge-pak and the attention icons being displayed in the device's readiness display was due to the internal hlc batteries being depleted. A cause of the reported early depletion of the device's charge-pak battery charger as reported by the customer could not be determined.